Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a crack in the distal end ((a gap has occurred) due to damage or deformation caused by physical stress or handling over time. It was also observed that the up and down knob could not be locked securely due to wear on the lock engagement lever. It was observed that there was damage on the acoustic lens. It was also observed that the adhesive around objective lens has a crack. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had defects of the distal end. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was chipping at the tip. The event likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found during inspection prior to the procedure. The procedure was ¿interrupted¿ due to the reported issue in which the procedure was not completed at that time. No further information was available regarding this event.